Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using not properly cycling the cartridge and using cold insulin in the cartridge. Tandem customer technical support educated the customer on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.